Event description:
Customer called to report the pump was dropped on the tile floor and since then the device had a blank display and no audible tone. Troubleshooting was performed. The audible tone was not able to be heard.